Manufacturer narrative:
Field service report number: (B)(4). From (B)(4) on 5-18-2017 field service engineer (fse) states: "system has multiple issue in the water system. During testing with monitor system status, components would not respond to on/off commands. Replaced the water control pcb; corrosion damage to components causing multiple faults. System tested in accordance with the manufacturer's service manual and is fully operational." From (B)(4) on 7-14-2017 fse states "water system service due to water intrusion/corrosion. Replaced treat valve, di recirculation valve, water treat pump, water drain pump, water tubing, clamps and fittings. Replaced distilled water and verified no leaks and proper system function. System tested in accordance with the manufacturer's service manual and is fully operational." Due to multiple product complaints related to water plant issues, fse proactively replaced all major components in the water system. Replacing all the major components at one time should prevent any further premature failures due to water intrusion/corrosion damage.

Manufacturer narrative:
Evaluation in progress.

Event description:
Water controller board went down and was intermittent. In the middle of treatment all water drained from the system. Case cancelled. Three hundred twenty six shocks completed.

Manufacturer narrative:
Correct PMA/510k is k010900.